Event description:
Received accu-chek guide me meter this week and began using it yesterday, (B)(6) 2020. This morning when I went to test my blood glucose, the meter failed to operate properly by rendering an e-7 error. A brand new product should not have a failure/error on day 2 of use. I resorted to my normal accu-chek aviva (thoroughly reliable) meter and tested to back up the result once I had been forced to clean and reload the batteries in the guide me. There was a 20 point discrepancy from the same drop of blood, which I used to test on both meters! I believed that the guide me meter was allegedly a fix for the same design flaw causing constant error messages and abjectly short battery life experienced with the previous guide meter. Obviously the design flaw has not been corrected and roche is again bilking consumers, insurers and the federal (B)(6) and (B)(6) systems yet again. As an individual with ptsd and panic attacks, I need reliable and trustworthy medical equipment to assist me in keeping my type 2 diabetes under control. I am certain I can not be the only person experiencing ongoing issues with the accu-chek guide and guide me meters. The serial number on the guide me meter is (B)(4). The lot number is 205965. The expiration date is 2022-08-14. Clearly there is no valid reason for this meter to present the issues I have experienced and I must insist immediate action to stop roche from playing such dangerous and potentially deadly games with the lives of diabetics. Not every user can afford to purchase and replace the 2 cr2032 batteries the meter destroys every month, as well as being forced to keep a "spare" set in the meter case should there be yet another failure! FDA safety report ID #: (B)(4).